Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received intermittent multiple altitude alarms. The customer's blood glucose level was impacted (280 mg/dl) and the customer delivered a correction bolus. It was indicated that the customer had manual injections available.